Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Appropriate term/code not available (3191) was selected for the alleged device tilt. Investigation: the following allegations have been investigated: vena cava (vc) perforation, filter clot/caval thrombosis/ deep vein thrombosis (dvt)/stenosis, loss of work ability. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported loss of work ability is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via right common femoral vein due to post pulmonary embolism (pe). Patient is alleging vena cava perforation, clot in filter, caval thrombosis, deep vein thromboses (dvt), inferior vena cava (ivc) stenosis. The patient further alleged total blockage inferior vena cava, loss of ability to work efficiently. (B)(6) 2018, per a report from computed tomography (CT); ¿findings: aorta: the aorta is normal in caliber. There is an infrarenal inferior vena cava filter. This is a greenfield style filter, legs do extend beyond the margins of the inferior vena cava. There is high density material within the lumen of the filter which may represent calcified thrombus. Vena cava is small in caliber. There is a dilated left gonadal vein.¿ on (B)(6) 2019, per a report from computed tomography (CT); ¿findings: the ivc filter located infrarenal ivc is demonstrating evidence of occlusion of the ivc at the level of the ivc filter. Venous collaterals demonstrated periaortic to the left extending from the pelvis to the left renal vein. There is patency of the ivc at the level and superior to the right renal vein. Impression: 1 chronic ivc occlusion at the level of the ivc filter ivc patent superior to the ivc filter. 2 extensive venous collaterals para-aortic to the left extending from the pelvis to the left renal vein. 3. Patency of the common and external iliac veins bilaterally with calcification present suggesting chronic dvt extensive collaterals within the mesentery to the right subhepatic and within the inguinal region to the left.¿

Manufacturer narrative:
\Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On 06feb2018, per a report from computed tomography; ¿the ivc is collapsed around the filter which is consistent with chronic ivc stenosis. The filter is not tilted but the cone of the filter is against the anterior wall of the ivc. The anterior right strut penetrates 10 mm through the ivc wall. The anterior left strut penetrates 0 mm through the ivc wall. The posterior right strut penetrates 9 mm through the ivc wall. The posterior left strut penetrates 10 mm through the ivc wall.¿

Manufacturer narrative:
Initial reporter occupation: non-healthcare professional. Investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.